Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported the catheter broke at the beginning of changing the lumina during usage on a patient. No injury to the patient.

Manufacturer narrative:
Submit date (B)(6) 2012. An investigation is currently underway, upon completion the results will be forwarded. Mansfield qa has requested additional information but no additional information was available, if additional information is obtained the medwatch form will be updated.